Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 07/06/2016 that on (B)(6) 2016 , the receiver would not turn on. No additional event or patient information is available. The complaint device receiver and accessories were provided for investigation. The problem was confirmed through the receiver. The device was visually inspected and no defect was found. Functional testing was performed and a "call tech support error" was observed on the receiver screen. The receiver log was reviewed and found screen error alarm and firmware errors. The reported event of receiver would not turn on was confirmed. The root cause could not be determined.